Manufacturer narrative:
Section d9 was updated due to part return correction: section g2 510k# updated due to part return and evaluation section h6 evaluation code method - remove b21 and add b01 result code - remove c21 and add c02 and c13 conclusion code - remove d16 and add d02 component code - remove g07003 and add g0201201. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that after a blackout, this-980-ventilator emitted smoke and burning smell from the back side of the graphical user interface (gui). Additionally, after recovery the compressor¿s battery would not charge. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the thermal damage on the graphical user interface (gui) user interface (ui) printed circuit board assembly (pcba) and replaced the gui ui pcba. Sp replaced power distribution pcba and power controller pcba as a precaution. Sp also replaced the direct current (dc) compressor to solve the compressor battery issue. The unit passed all calibrations and tests as per manufacturer¿s specifications at the time of service. One power controller pcba and power distribution pcba were returned for failure investigation. The returned parts were visually inspected and functionally tested with no malfunction or product deficiency observed. A compressor was not returned for failure investigation. One gui ui pcba was returned for failure investigation. On visual inspection, it was found cracks along the edges of capacitor c173. On further analysis, it was found that capacitor c173 was short circuit. The cause of the event was isolated to faulty capacitor c173 in gui ui pcba and potential fault in compressor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: the device has been returned to the medtronic japan service center and is under evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a blackout, this-980-ventilator emitted smoke and burning smell from the back side of the graphical user interface (gui). Additionally, after recovery the compressor¿s battery would not charge. The ventilator was not in use on a patientat the time of the reported event.